Event description:
On 11/18/94 co received a report that pt underwent an abdominal aortic aneurysm resection on 7/29/94 for reasons unrelated to product. On 10/31/94 the pt had abdominal aortogram which revealed a surgical sponge. On 11/18/94 pt underwent surgical intervention for sponge removal. Pt tolerated procedure and was dismissed in good condition on 11/23/94.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.